Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator reported an arterial, venous chamber fill, transmembrane pressure (tmp) alarms--causing clotting in system. Multiple attempts were made to gather missing details, but no data was provided. The sample product is available to return.